Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows successfully performed treatments. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The left eye was treated twice. Both treatments were aborted due to the user releasing the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. So the reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The treatment of the left eye was not finished at this day with the laser. No technical root cause could be identified. The system was working within specification. No technical root cause was identified. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported during flap creation suction break occurred at 74% while creating the flap. The bed did not appear to be completing as it should. The surgeon reapplied suction and tried making a thicker flap but stopped at 54% when suction seemed to break again. The surgeon decided to do photo refractive keratectomy (prk). The refractive treatment was completed without issues and a contact lens bandage was applied to the eye.